Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after an unknown duration of time post implant of this 21mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported to be due to a high gradient, moderate aortic regurgitation and aortic stenosis. It was stated that when the valve was pre-dilated, debris was generated which subsequently covered the left main and left circumflex arteries. It was reported that both arteries were stented as a result. It was additionally reported that the patient suffered a stroke. No additional adverse patient effects were reported.